Event description:
A surgeon noticed that a black flake fell off the scope into the pt's airway during a bronchoscopy procedure. Although the surgeon attempted to suction it from the airway, the hosp operating room director is unsure if the piece was retrieved. A second scope was used to complete the procedure and there was no injury related to the occurrence.